Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation. (B)(4).

Event description:
It was reported that patient was treated for acute blood loss anemia following right knee tka. Patient outcome is unknown and this event's severity was deemed as mild. Study investigator deemed this to be procedure related and not device related event.

Manufacturer narrative:
Additional information received, identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
Patient was treated with oral iron preparation.

Manufacturer narrative:
Please take in consideration the file for the previous report submitted.

Manufacturer narrative:
Corrections based on newly received informaton.